Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that call received today (B)(6) 2025 from patient's husband, they mentioned that patient's urinary stimulator with was totally explanted because, it didn't work.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported information relating to just post implant and follow up appointments. They noted that the left side was hooked up and turned all the way up. The patient could feel it in the rectal area or on the right-side hip if they stood on one leg. The patient noted having slept all night, but when they woke up to go to the bathroom, they leaked a little. The hcp noted they called someone who told them to have the patient switch to the right side. The patient had their setting almost on 8 and they felt it in the rectal area. They wanted to know if they should keep taking their enablex. So, the hcp called someone else and they told them yes, the patient called in the next day and stated they were doing great and had slept 7 1/2 hours and made it to the bathroom that morning. They then called the hcp back a few days later stating that they had wet themselves on the way to the bathroom and had to turn it all the way up but still felt the stimulation in the rectal area. They also said they slept all night and would call back. They called back stating they no longer felt stim and did great on the right side. They would dc leads at home that day. In (B)(6) 2008, it was determined that the patient had their stimulator turned off for 3 weeks. They needed an MRI for their "condition" and needed to have the device removed. The device was removed on (B)(6) 2008.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.